Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) verified that station was communicating normally with the server, which should have allowed patient visibility. No further updates had initially been received regarding the patient not appearing at the station despite being visible on the server. Tss explained that this issue often occurs when the patient s total admitted days exceed the device¿s configured admission inactivity days and requested a patient example for confirmation. Upon follow up with the pharmacy it technician, it was determined that the issue was related to the patient s recurring account being disabled for the device. The account was re enabled, and the patient became visible on the station. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing up on device but was in the server. User created temporary patient profile and linked it to original record on server, but patient does not display on the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.